Event description:
The customer reported a loss of live image and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuse. The system operates as intended.